Event description:
The pt had two leads from the same lot. It was reported the pt experienced overstimulation when she attempted to increase stimulation. Low impedance was found on several contacts. X-rays revealed no anomalies. As a result, the leads were explanted and replaced. The replacement leads resolved the pt's issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.